Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, opening crack. Leak test was performed and found opening on radius and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, opening striate on anterior side. Based on the device analysis the final assessment is: a striate opening on anterior assessed as surgical damage. A crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "report left side deflation." Device explanted.

Event description:
Healthcare professional reported "report left side deflation." Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.